Event description:
The pt was undergoing a coil embolism for an aneurysm. After the guiding catheter was in, the hub cracked, and it had to be replaced with another one. The pt was not harmed.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy is attached. A review of the device history record (DHR) was completed on part# 2314-02 (lot# l15522). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. (B)(4). The parts released in this lot met process requirement.